Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor. The blood glucose reading was 144 mg/dl. The customer states that the insulin is ¿squirting out¿ during the manual prime process. There were no significant events prior to the alarm. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump passed operating current, unexpected alarm error test, displacement test but compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor alarm. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor, keypad assembly and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.